Event description:
In 2002 patient was admitted to ER with active nosebleed. This patient was identified as being on long term warfarin therapy. Samples of blood were drawn for inr and fbc testing. Inr determined on mda an reported as 1.1(pt = 12.3 seconds). Warfarin dose was administered on this evening but reduced from 6.5mg to 5.0mg. The patient was admitted into the hospital as an in-patient. The patient's nose continued to bleed throughout the night. The next day samples of blood were drawn for retest. Inr found to be 21.8. Sample was repeated along with fbc. Inr result 22.2 and hemoglobin level was +/-6.0g/dl. Original sample was retested on the mda and was determined as "no clot". Inr = 9.9 (tested on acl instrument with/simplastin htf). Vintamin k administered to the patient along with 2 units of blood to control bleeding. No warfarin has been administered since day of admission as of 6 days after event date, patient remains in hospital but is recovering.